Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM conducted a review of the device history records (DHR) for the concerned serial number which revealed the device was manufactured according to valid instructions and met all specifications. A manufacturing and quality control review was performed and noted there were no deviations or non-conformities regarding the described issue.

Manufacturer narrative:
The generator was returned to olympus for evaluation. A visual inspection was performed on the external housing and observed no irregularities. A burn mark was noted on the r28 resistor of generator¿s communication board due to normal wear. The generator was tested with olympus accessories and the generator was able to activate the pump head of an afu100 unit. The generator also passed all cut/coag power output levels. In addition, the contact quality monitor and bipolar/monopolar connectors were functioning appropriately. The cause of the reported event could not be determined as the associated footswitch and accessories were not returned with the generator for evaluation. The generator has been serviced and returned back to the user facility. Additionally, the generator was purchased on march 9, 2012. The repair records for the generator indicate this is the first service event. To date, no additional information regarding the patient, procedure and device has been provided by the user facility as multiple attempts were made via telephone and in writing to gather more detailed information regarding the reported incident. If additional information becomes available this report will be updated accordingly.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the physician attempted to use the coag function but felt like the electrosurgical generator performed in the cut mode. No patient injury was reported.